Manufacturer narrative:
Sc-1110-02/(B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to experience jolting or give him pocket pain was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to experience jolting or give him pocket pain was not duplicated or confirmed. No impedance anomalies were identified. Sc-2218-50/(B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint of high impedance was confirmed. Visual (microscope) and x-ray inspection of the lead found fractured cables at the bent/kinked location of the lead. High impedance readings were registered on contacts # 2, 3, 4, 6, and 8. This location appeared to be the site where the sutures were positioned, 15cm from the distal end. No cables were exposed at the fracture site. The broken cables were the root cause of the reported high impedance. Sc-2218-50/(B)(4): device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. Device exhibits normal device characteristics.

Event description:
A report was received that there was a small burn on one side of the implant site with symptoms of redness and swelling. In the physician¿s clinic, the patient presented a symptoms of a raised lesion overlying the ipg site with an increase in pain requiring her to go to the emergency room (ER). It was also reported that there was a current leakage at the ipg site and the connection with the lead. The physician recommended an ipg and lead revision. Database analysis revealed no anomalies.

Event description:
A report was received that there was a small burn on one side of the implant site with symptoms of redness and swelling. In the physician¿s clinic, the patient presented a symptoms of a raised lesion overlying the ipg site with an increase in pain requiring her to go to the emergency room (ER). It was also reported that there was a current leakage at the ipg site and the connection with the lead. The physician recommended an ipg and lead revision. Database analysis revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information received that there was no actual burn over the ipg site. Patient had a slight pinching feeling at certain times. There was no infection. Patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. Patient was doing fine post-operatively. No device malfunction was suspected.

Event description:
A report was received that there was a small burn on one side of the implant site with symptoms of redness and swelling. In the physician¿s clinic, the patient presented a symptoms of a raised lesion overlying the ipg site with an increase in pain requiring her to go to the emergency room (ER). It was also reported that there was a current leakage at the ipg site and the connection with the lead. The physician recommended an ipg and lead revision. Database analysis revealed no anomalies.